Event description:
Patient presented in the ER with complete heart block. Decrease in r-wave, low impedance and loss of capture were observed. Fluoroscopy revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.